Event description:
It was reported that the right ventricular lead was explanted and replaced due to high capture thresholds. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.